Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the touch screen test failed. When powering on the cycler, the ok, stop, and up/down arrow push buttons illuminated; however, the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board could not be installed due to burn damage on the connector. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler had a display brightness problem during the patient¿s peritoneal dialysis (pd) treatment. The power cord was reported to be secured at both ends and cycler plugged directly into a three prong wall outlet that was not shared. There were no recent power outages reported in the home or the area. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that manual supplies were available to complete treatment. Upon follow up, it was confirmed that there were no adverse events and no medical intervention required as a result of the reported event. The patient was able to complete treatment using manual exchanges. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that the transformer on the inverter board was burned.